Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested part information for a replacement front end with no engineer evaluation.

Event description:
It was reported to philips that the machine was getting "hung up". The device was not in clinical use at the time the issue was discovered.